Event description:
A home patient (hp) contacted global technical services (gts) with a general question about bypassing the day cycles on the home choice (hc). The hp stated his registered nurse (rn) has him performing therapy using manual supplies for his day exchange, as he had peritonitis and is taking antibiotics. The technical service representative (tsr) informed the hp that he would need to complete the initial drain tonight and then call baxter for assistance with bypassing to fill 1 on the night cycle. The hp understood and stated they would call back this evening. The issue was resolved over the phone. The hc was not swapped. Global pharmacovigilance (gpv) followed up with the rn. The following was reported: on (B)(6) 2012, the patient presented with cloudy drainage and some abdominal pain. The patient was not hospitalized for the event. The abdominal pain was present for only one day (on (B)(6) 2012). At the time of this report, antibiotic therapy was completed. The cause of peritonitis was reported to be a possible touch contamination, but per the pdrn, this was not 100% sure what type. The patient was retrained on proper aseptic technique. The pdrn considered the event to be unrelated to the baxter dianeal solution, homechoice machine, and any disposable parts.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The product code is unknown, and 510k number are unknown. This condition of a use error, breach in aseptic technique, was confirmed as it was reported that there was a breach in aseptic technique. However, the assignable cause could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.